Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the monitor no longer had power after being unplugged and moved to another room, but the mvs was showing it was powered on. The site shutdown and restarted the mvs and then regained video. There was no patient involvement.